Event description:
It was reported that during a trochanteric fixation nail (tfn) insertion procedure, the targeted distal screw drilling and placing of the screw was very difficult. The surgeon was able to complete the procedure by using the same nail, but he had to move the instrumentation and complete the procedure partially free hand. The drill bit was hitting the nail and was not going through the hole in the nail. While, there was a 10 minute delay in completing the procedure, the procedure was successfully completed with no patient injury reported. The product has not been returned for investigation and no further information was provided. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn. Placeholder.

Manufacturer narrative:
(B)(4):according to the product development event evaluation, a tfn was received in a factory sealed box.(B)(4).

Manufacturer narrative:
(B)(4): manufacturing evaluation: removed from package and verified material tialb with niton 06, passed. Re-inspected all dimensions no failures found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
The manufacturing records were for lot#7445411 reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.previously reported in error, correct lot#7445411.previously reported in error, correct exp date 06/01/2022.previously reported in error, correct date of mfg 08/01/2013.